Event description:
The iab was inserted into the pt on 12/9/97. On 12/11/97, blood was noted in the tubing. The iab was removed on 12/12/97 and no second iab was inserted. On 1/27/98, datascope rec'd the mandatory medwatch form from the facility on 1/27/98; uf/dist report number: not provided. The following was reported: the iab was inserted on 12/9/97 and had surgery on 12/11/97. On 12/12/97, blood was noted in the tubing. The dr removed the catheter. There was no pt injury or complications as a result of the event. The pt maintained good vital signs without the catheter. [Event complications]: none from the event-reported 12/16/97 and 1/27/98. [Pt's current status]: good-reported 1/27/98.

Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.